Event description:
The pump was returned for investigation. Investigation revealed contamination under all key contacts. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was intact; there was no peeling or damage observed. The contrast keypad button was intermittently unresponsive; all other buttons responded appropriately. During investigation, evidence of contamination was found under all keypad contacts.